Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Add'l info: devices are four (4) 5.0mm ti screws. Catalog # and lot # are unknown at the time of this report. Implant date: device was implanted on an unknown date by a different facility. Placeholder.

Event description:
It was reported that the original procedure, an open segmental tibia fx, was performed at a different geological location and that a revision was needed due to reported breakage of the hardware and a non-union. This facility performed a reamed canal procedure, and implanted new tibia rod and screws. Additional new information for part clarification: sc explained the patient had surgery by another surgeon and this surgeon inherited the patient due to relocation. He stated the nail was intact, he explained the patient had an open segmental tibia fracture which is basically saying an open non-union and the screws broke. The 4 screws were removed because the surgeon reamed the patient, than replaced patient with all new parts (nail/rod/screws) due to nonunion fracture. The only parts broken were the 4 screws; they broke post-operatively. This report is for four (4) 5.0mm ti screws. This is report 2 of 2 for complaint (B)(4).